Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested regarding the patient/event but is not available at the time of this report. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported a skin tear that is approximately 0.5 inches from the wafer, with additional redness under the mass. It was stated that this event occurred within 24 hours of wear time. The end user also stated that she recently noticed the wafer melting onto her skin and when she removed the wafer, the skin tear and redness occurred. According to the end user, normal wear time is 7 days and because of wafer melting she has been changing the wafer every 1 to 2 days, which she states has caused the skin issue. The end user is also concerned about bleeding from small skin tear, as she is on the blood thinner (xarelto). The end user was advised that if the bleeding does not stop to go to the ER. No further details have been provided.

Manufacturer narrative:
The identified malfunction is associated with a previous non conformance (nc) that has been approved and closed therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).